Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors became bent and the instrument could not be removed. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.